Manufacturer narrative:
The hill-rom technician found the siderail not latching due to broken ratchet rivets on the end siderail. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replaced as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivets on the end siderail to resolve the issue. Based on this info, no info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail will not latch. The bed was located at the account in ER. There was no patient/user injury reported. (B)(4).